Manufacturer narrative:
Title: percutaneous repair of left ventricular wire perforation complicating transcatheter aortic valve replacement for aortic regurgitation citation: jacc : cardiovascular interventions (2016) volume 9, number 13 (doi 10.1016/j.jcin.2016.04.028) author: foerst, jason md. Month and year of online publish used for event date in report. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a (B)(6) female patient with severe aortic regurgitation, moderate mitral regurgitation, coronary artery disease, coronary artery bypass graft (CABG) (left internal mammary artery to the left anterior descending coronary artery), and severe emphysema was deemed inoperable for open aortic valve replacement and underwent an elective implant of a 29mm transcatheter bioprosthetic aortic valve (serial number not provided). Due to the lack of annular calcium and movement from the aortic regurgitation there was difficulty landing the valve. After deployment, the valve migrated towards the left ventricle resulting in mild paravalvular leak (pvl). An echocardiogram revealed a new left ventricular apical pseudoaneurysm. The perforation was presumed to be from the motion of the delivery catheter system (dcs) over the non medtronic shaped wire. Two days after the implant, a 10 mm ventricular septal defect occluder was deployed resulting in a trivial leak around the occluder. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.